Manufacturer narrative:
D2a and d2b was erroneously entered on the initial manufacturer device report number and updated correctly on this report. Investigation was completed. Low pump flow: clinical reported that placement signal suddenly increased and flows began to drop. A motor current spike also occurred before the change. The product was not returned for investigation and data logs were not provided. A motor current spike could be an indication of biomaterial ingestion, but without returned product or data logs, it cannot be confirmed as the cause of low flow. The cause of the low pump flow could not be determined due to lack of data logs and no product returned. Device history review was completed and passed all post sterile inspection criteria.

Manufacturer narrative:
The impella device was discarded by the customer; therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the impella rp had suction which was resolved at p6 level and albumin was given. On day seven of impella rp support the impella was removed due to a clot that formed on the catheter in the middle of the night and decision made to explant impella.